Event description:
It was reported that the patient had the implant for a few years and they had determined that the therapy was not helping the patient. The patient had the device removed yesterday and they wanted to return the patient programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va011wg, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).